Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: most if not all symptoms decreased soon thereafter. Diagnostic results: (B)(6) 2013: hysterosalpingogram (hsg)-(no specific result details provided) most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dyspareunia, fatigue, weight loss added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: most if not all symptoms decreased soon thereafter. Diagnostic results: (B)(6) 2013: hysterosalpingogram (hsg)-(no specific result details provided) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.